Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a strain of hair that came sealed in the wound drain package. It was stated that this product was supposed to come sterilized. Per additional information received via email on (B)(6) 2022, there was no patient involvement or harm.

Event description:
It was reported that there was a strain of hair that came sealed in the wound drain package. It was stated that this product was supposed to come sterilized. Per additional information received via email on 29-sep-2022, there was no patient involvement or harm.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿no follow up to the good manufacturing practices". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected